Event description:
It was reported that during a lap appendectomy the device fired an incomplete staple line. The site used a similar device to complete the case. Patient lost an addition 50 cc of blood during this encounter. Patient is stable with no consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.